Event description:
It was reported that the device had channel error messages. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.